Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (low 400s mg/dl) with a moderate level of ketones. Correction boluses or insulin injections were used to address the high bg level. The contact did not know the cause of the high bg levels. As the contact did not have the pump at the time tandem technical support was telephoned, a pump system check was not able to be performed and advised the contact to discuss the event with a healthcare provider.